Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned device passed all testing in the laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the drug infusion device. The drug being delivered was baclofen (unknown), ¿but it¿s a different name.¿ it was reported that the patient is having an MRI on (B)(6) 2020 to check the pump due to fluid around the pump. She was told to call to have a rep check her pump, the rep¿s role was reviewed and it was recommended that the patient follow up with the healthcare professional. The issue started on (B)(6) 2020 (month and year valid). The pump was returned to the manufacturer.